Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultramini meter was reading inaccurately high readings compared to her feelings or normal results and compared to another meter. The patient was not available for follow up questions. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred during the week prior to contacting lfs at 8pm. The patient reported obtaining a reading of ¿520mg/dl¿ on the lfs meter compared to ¿120 and 122mg/dl¿ on an emergency room (ER) meter. The patient reported he uses self adjusting insulin to manage his diabetes. The patient reported making no changes to her usual diabetes management routine on the day of the alleged issue. The patient denied developing any symptoms due to the alleged issue. The patient reported in the week prior to contacting lfs between 7:30-8pm the patient was treated in the ER by a healthcare professional (hcp), but did not state what the treatment was. At the time of troubleshooting the cca the patient¿s test strips were expired or not stored properly. The patient was found to be using an approved sample site. Replacement products were sent to the patient. These complaints are being reported because the patient claims due to the alleged issue she required treatment from an hcp in the ER.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
((B)(4) 2013) follow up #1 additional information: the medical surveillance specialist (mss) was able to follow up with the patient's husband/ reporter on (B)(4) 2013 and obtained the following information. The reporter confirmed the meter was displaying readings of "520mg/dl and hi." The reporter confirmed the patient did not receive any treatment in response to the readings since was not feeling high blood glucose symptoms. The reporter stated the patient developed symptoms of "dry mouth" which he was unsure if it was indicative of high or low blood glucose. The reporter stated the alleged issue occurred several times and the patient was driven to the hospital several times and treated with insulin and IV saline, and discharged on the same day. The reporter was unable to recall specific times or dates the patient was treated in the hospital. The reporter stated the patient normally tests 3 times a day and her typical readings range from "80 to 220mg/dl". The reporter stated the patient uses novolog and humalin insulin on a sliding scale to manage her diabetes. Based on the information obtained by the reporter, this complaint is still reported as an adverse event because the reporter claimed due to the meter reading inaccurately, the patient was unable to control her blood glucose adequately and required treatment from a healthcare professional.